Event description:
Amputee pt was walking downstairs, when she reached the bottom and turned, she claims the knee did not extend and she fell.

Event description:
Amputee patient was walking downstairs, when she reached the bottom and turned, she claims the prosthetic knee did not extend and she fell.

Manufacturer narrative:
Product received in distribution center on (B)(6) 2015 - shipped to (B)(6) mfg facility for eval. Product current under eval. There is a discrepancy on the injury date as provided by (B)(6). The claim of injury date is (B)(6) 2015; however, the notification to us was (B)(6) 2015. We are working to get clarification of this info.